Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message during treatment. Technical support advised the patient to reboot, however, shortly after, the cycler received a volume error two times. The patient proceeded to cancel treatment. Upon opening the cassette door, the patient noted there was fluid inside. Upon follow up with the patient's nurse, it was confirmed that the patient completed treatment on the day of the event with manual exchanges. The patient was administered one week of prophylactic antibiotics. The patient experienced no infection or other adverse event. The patient is currently completing treatments with no issues. The disposable product is not available for return.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message during treatment. Technical support advised the patient to reboot, however, shortly after, the cycler received a volume error two times. The patient proceeded to cancel treatment. Upon opening the cassette door, the patient noted there was fluid inside. Upon follow up with the patient's nurse, it was confirmed that the patient completed treatment on the day of the event with manual exchanges. The patient was administered one week of prophylactic antibiotics. The patient experienced no infection or other adverse event. The patient is currently completing treatments with no issues. The disposable product is not available for return.